Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 458 mg/dl. Prior to the event, the customer's husband had called for assistance with an infusion set change. During the call, the customer became dizzy and the paramedics were called for assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.